Event description:
It was reported that, "the pt claims failure of her hip prosthesis." No further info is available at this time, although it has been requested."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.